Manufacturer narrative:
H3: 8709sc catheter: analysis identified dark residue in the dispensing holes prior to decontamination which was consistent with an occlusion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (20 mg/ml at 3.2 mg/day) via an implanted pump for an unknown indication for use. It was reported that the catheter was not patent. The patient had a dye study done and they were unable to aspirate the catheter. At replacement the catheter was not patent. There were no environmental/external/ patient factors that may have caused or contributed to the event. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n276526001 serial# implanted: (B)(6) 2011 explanted: (B)(6) 2024. Product type catheter product ID 8578 lot# hg1sl3002 serial# implanted: (B)(6) 2017; explanted: (B)(6) 2024; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 8578, serial/lot #: (B)(6), ubd: 11-apr-2019, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.